Manufacturer narrative:
The device has not been received for analysis. Once the device is received a supplemental report will be submitted. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience.

Event description:
Medtronic received report that the hyperform balloon inflated and angiorrhexis (ruptured the vessel) the middle cerebral artery (mca), m1 segment. The physician reported to have used onyx 18 to treat the ruptured m1. The balloon was reported to have been prepared with normal saline and contrast medium 1:1. The external pre filling of the balloon catheter was reported to have been conducted as usual. No abnormalities were noticed with the devices during the preparation. The balloon was removed from within the patient and examined. The balloon was noted to inflate only at the proximal section of the proximal marker band and not within between the two markers. The patient was reported to be in a stable condition and was discharged from the treating facility. The patient was reported to have initially fainted and then noticed to be hemiplegia. An arterial aneurysm was discovered. The physician was going to use the onyx 18 to treat an aneurysm. However, when the hyperform was inflated within the m1 it angiorrhexis (ruptured the vessel). The physician then used the onyx 18 to treat this injury as the angiography shown the mca, m1 "broken and bleeding."